Event description:
It was reported the patient touched an automatic door and felt a shock when the door handle ¿fell off.¿ the patient noticed a change in stimulation and wanted to know if the shock could impact their device in any way. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va09e62, implanted: (B)(6) 2013, product type lead. (B)(4).